Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Hemorrhoidectomy - "during the hemorrhoidectomy, using the eb030, the volume of the generator tones (both activation and end cycle) decreased automatically after 7 sealing cycles at minimum level, and it became difficult to hear it during the usage. This happened on different devices (2ea have been used during the procedure) and all gave the same issue. Once the generator went in error, the volume of the tones rose at the selected level and then decreased again after 7 cycles. It's probably related to the generator and not to the handpieces since the problem occurred with the 2 sterile units used by surgeon, and with the non sterile unit brought by the tm. A part this issue the generator works perfectly, anyway the surgeon doesn't feel secure in the use since he can't hear the end cycle and he's not sure about when he can activate the blade, therefore we ask for the substitution in order to complete the evaluation cases." Patient status- good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation summary: the electrosurgical generator (esg) was returned for evaluation. Upon inspection, engineering activated the esg at the maximum volume setting and no noticeable decrease in the volume of activation and end tones was observed. The speaker did not show obvious signs of damage or improper assembly. Due to the intermittent nature of the failure of the audible tone, it is difficult to confirm the root cause of the event. Although the exact root cause of the incident could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Additional information received 14oct2016: eight hand pieces have been used before with this generator the volume decrease exactly after the 7th seal. The volume decreased suddenly. The volume remained in a constant low level. After the 7th seal, the volume setting on the display was the same to original volume setting attempted also to power off and on the generator using the switch on the back of the product without result. There was not any other equipment and/or devices in close proximity to the generator.